Manufacturer narrative:
(B)(4).

Event description:
The customer called on (B)(6) 2016 stating that they were getting sample probe up/down alarms on the cobas 6000 c (501) module - c501 and these were stopping the analyzer. The customer stated they reset the analyzer and it will run for a while, but then the alarm returns. The customer then stated that they received questionable results for a total of 4 patient samples tested for alb2 albumin gen.2 (alb). Of these 4 samples, the customer provided data for a total of three patient samples that had erroneous results which were reported outside of the laboratory. For all samples, the error was noticed immediately and corrected reports were issued. The repeat results were believed to be correct. The first sample initially resulted as 1.5 g/dl accompanied by a data flag. The sample was repeated, resulting as 4.0 g/dl. The second sample initially resulted as 1.5 g/dl accompanied by a data flag. The sample was repeated, resulting as 3.6 g/dl. The third sample initially resulted as 1.5 g/dl accompanied by a data flag. The sample was repeated, resulting as 4.5 g/dl. The patients were not adversely affected. The alb reagent lot number was 18341401, with an expiration date of 12/31/2017. The field service engineer (fse) determined that the sample probe tubing was not routed correctly, preventing the sample probe from springing back correctly. He correctly routed the tubing and confirmed proper spring action. He completed sample probe software adjustments. He completed mechanism checks 15 times and there were no issues. The customer completed quality control testing. The investigation determined the issue found by the fse was the root cause of the event.